Event description:
False positive result (s). The user stated that, "I had a faint ghost of a line appear on my test (january 7th), and my husband was negative. I panicked, and tried a different brand. Negative. The next day same thing, ghost of a line, it had not darkened, and a different brand was negative. I repeated this for 4 days, and each time, the flowflex gave a ghost of a line with no intensity change, and a different brand was negative. A different brand was also negative when I throat swabbed. I then tried a flowflex test from a different batch, and that one was negative. So oddly enough, flowflex tests from one batch are giving me a faint line, and all other tests are negative. Myself and my husband took a pcr test on (B)(6), and that was negative."

Event description:
False positive result (s). The user stated that, "I had a faint ghost of a line appear on my test (january 7th), and my husband was negative. I panicked, and tried a different brand. Negative. The next day same thing, ghost of a line, it had not darkened, and a different brand was negative. I repeated this for 4 days, and each time, the flowflex gave a ghost of a line with no intensity change, and a different brand was negative. A different brand was also negative when I throat swabbed. I then tried a flow flex test from a different batch, and that one was negative. So oddly enough, flow flex tests from one batch are giving me a faint line, and all other tests are negative. Myself and my husband took a pcr test on january 9th, and that was negative."

Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2020136. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples met the qc criteria. The reported issue was not found. This complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.